Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10 results of investigation: the suspect device was not returned for investigation. Vyaire medical confirmed the issue and that the cmos battery depleted. The customer confirmed that the coin cell was replaced and the problem was resolved. This complaint will be included with on-going trending analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, vyaire medical advised the customer to use the attached instructions to access the bios battery on the mainboard and then visually check if it is properly seated. If there are no visible signs of a mechanical problem with the battery holder or the battery itself, the customer must replace the bios battery. If the problem persists after replacing the battery and if it occurs again, the mainboard must be replaced. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 is having a problem, the date and time setting screen is popping up automatically after startup. The issue happened during patient use and the patient was removed from the ventilator. Furthermore, there was no patient harm reported associated with the reported event.